Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiac unit nurse that the pt was experiencing continuous red heart alarms while connected to the power module, and the system monitor displayed intermittent pump off/low flow. The MFR¿s clinical specialis confirmed with the cardiac nurse that power was being delivered to the pump through the power module, and the green power light was present on both the power module and system controller. It was also confirmed that the percutaneous lead was properly connected. The cardiologist reported that the pt had been admitted that evening with red heart alarms and that she suspected a thrombus. The pt had a subtherapeutic inr and an infection. The cardiologist stated that the pt was not a surgical candidate for a pump exchange at that time. The pt was placed on heparin and the aortic valve was opening and closing with every beat; therefore, the pt had own native function. The MFR¿s clinical specialist went to the hospital the following day and noted that the pump was on but not running while being powered on batteries. The power was then switched to the power module and the pump remained stopped. The vad coordinator reported that the pump had been stopped since the previous evening. It was also reported that the pt reported having cherry colored urine the previous morning. The pt¿s urine was now cola colored. The pt remained asymptomatic and on a heparin drip. A decision was made to exchange the pt¿s pump and the pt¿s pump was exchanged the following day. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.